Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer went to emergency room due to high blood glucose of 467 mg/dl on (B)(6) 2019. Customer was treated with insulin drip. Customer stated that insulin pump had motor error, no delivery and insulin pump was able to rewind the insulin pump. Customer performed self test and passed the test. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The insulin pump will be returned for analysis.